Manufacturer narrative:
This device is still currently in service.

Event description:
It was reported that this patient had received inappropriate shocks due to t-wave oversensing at a heart rate below the conditional zone. It was discussed that this was clinically appropriate as the arrhythmia was converted, however it was outside of the device programming. The patient received two additional inappropriate shocks over the next few months. Device re-programming was discussed. No additional adverse events.

Manufacturer narrative:
This additional information was recorded to indicate that the system was explanted due to lack of optimal sensing.

Event description:
This supplemental report is being filled to include additional information. The system was initially planning to be reprogrammed, however the system only had a single appropriate sensing vector. Imaging was performed which indicated that the system was not optimally located. Subsequently, the system was explanted and replaced for a transvenous system. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.